Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on or about (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical records: the patient had recently presented with nausea, vomiting, abdominal distention, pain and on (B)(6) 2006, the patient was diagnosed with a small bowel obstruction and underwent an exploratory laparotomy with lysis of adhesions, removal of 2 pieces of hernia mesh, repair of recurrent incisional hernia with implant of genzyme sepramesh. Per the operative report details, ¿the patient was noted to have two pieces of prosthetic mesh from two separate hernia repairs within the abd wound. The omentum and the small bowel were densely adherent to these. To allow for adequate exposure of the mesh, it was required to be removed. Also, the upper midline mesh had completely folded over and was bunched and thickened, with some clear fluid around it and was not completely incorporated. Thus, both pieces of mesh were removed from the anterior abdominal wall using the cautery. The adhesions to the mesh were taken down.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial emdr submitted (1213643-2020-00634). This supplemental emdr is submitted to report the additional event details provided in the medical records received. Based on the information received, the patient experienced adhesions, small bowel obstruction and hernia recurrence post-implant of the bard/davol ventralex hernia mesh and underwent surgical intervention for mesh explant. There are no medical records provided beyond this time, therefore the patient¿s clinical course is unclear. Based on the information received, there is no way to determine whether the bard/davol ventralex hernia mesh may have caused or contributed to the problems experienced due to the patient¿s complicated medical & surgical history and limited clinical information provided. The instructions-for-use (IFU) supplied with the device lists adhesions, hernia recurrence as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on or about (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.